Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 200 units. Review of the pump data logbook showed that after loading a new cartridge, the fill estimate displayed 120 units; however, a couple of hours later, the insulin gauge updated to a more accurate fill estimate of 145 units. The customer's blood glucose level was reported to be 249 mg/dl, which was addressed with a correction bolus.